Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not calibrate. The device was not changed out. The perfusionist reported the operating room (o/r) was initially hot when the room was cool, the epgd worked. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). The fsr replaced the oxygen sensor in the gas module. With the sensor replace, the unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.